Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and adjusted, aligned, cleaned, and calibrated the rbc sensor. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the customer did not allege a rwbc failure. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and adjusted, aligned, cleaned, and calibrated the rbc sensor. Investigation is in process and a follow up report will be provided.